Event description:
It was reported that (2) tct75 were used during a whipple procedure. It was reported by the rep that the surgeon fired two separate tct75's and both times the surgeon could not return the firing knob to its normal position. The surgeon opened a tct75 and put a green cartridge in to successfully complete the case. There was no consequence to pt.